Event description:
On 2/22/96 there was a slippage which resulted in a scalp laceration about 1-1/2 inch long at the hairline. This occurred during pt positioning. There were no other pt complications noted due to the slip. There was surgical inconvenience due to suturing and repositioning the pt in another skull clamp.